Event description:
The patient had a pump and catheter implant the afternoon of (B)(6) 2012 and passed away the following morning. The patient died at home. Prior to discharge. The patient was sitting in a chair in the day surgery recovery area and was alert and talkative. It was further reported. The patient did have a history of heart problems amongst other things and there had been a question as to whether the patient should be sent home or kept for a day or 2. The hospital did not contact the physician and the hospital decided to send the patient home. She died early the next morning. The exact cause of death is unknown as the family declined an autopsy and they buried the patient with the device. Per the reporter. The hcp indicated that there was nothing to suggest that it was device related. The surgery may have been too much for the patient with her heart and other conditions and it was not wise to send the patient home after surgery. The follow up hcp was not notified to ask if the patient should go home. The hcp reviewed her print out and said. He felt the event was not related to the pump daily rate as he said he trialed the patient with several times that amount without any issue. The hcp trialed the patient on 10 times more the amount than what was programmed at implant and the patient was able to tolerate that just fine. The pump delivered infumorph.

Manufacturer narrative:
Product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).